Event description:
The pt reported that his blood glucose at 6:33 pm was 163 mg/dl. He took a 3 unit insulin bolus and ate vanilla ice cream. He took another 2.5 unit bolus at 7:00 pm. His bg was 35 mg/dl at 11:05 pm, so he drank several glasses of orange juice. He then had to change his pod due to a pdm error. He was able to start a new pod while on the phone with insulet product support, drank more orange juice, but started losing his ability to concentrate while trying to check his bg again. Insulet product support recommended he end the call with then and call 911. The pt called back and reported he went to the ER after ems arrived. They gave him glucogel and afterwards his bg was still 35 mg/dl. He was in ER until early morning (B)(6) 2012. At 5:00 am, after arriving home from the hospital, his bg was 293 mg/dl, so he took a 4 unit bolus. At 7:41 am , it was 325 mg/dl; he corrected with another 5 unit bolus. At 11:00 am, his bg was 107 mg/dl. He ate breakfast and took 3.3 units by bolus.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hypoglycemia. There are safety mechanisms in the device design that prevent over-delivery of insulin which would contributes to hypoglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns: "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and advises "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."